Event description:
The patient stated that the up arrow and down arrow keypad buttons were not functioning appropriately about a month or two ago. She stated that the up arrow is now intermittently responding to button presses and the down arrow keypad button is sticking. The patient alleged that she has trouble programming her boluses via the pump and has been bolusing via the meter. She reportedly uses a dry cloth once in awhile to clean the pump and denied using any chemicals.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that the up arrow and down arrow keypad buttons were intermittently responsive, required more force and multiple button presses in order to elicit a response. All keypad buttons did not spring back or click back normally. There was evidence of contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.